Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the angulation functioned, however, the angle wires were noted stretched. Additional evaluation findings are as follows: control body defects; universal cord defects; defects of the insertion tube; a-rubber adhesive cracked; the light guide lens was noted cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue); distal end defects; insulation malfunction. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the angulation was locked and did not disengage. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the issue was unable to be reproduced. Possible causes for the reported issue may include: ·increase of sliding resistance between the a-wire and the wire stopper. ·increase of bending force because of misalignment of internal components. ·increase of sliding resistance between the a-wire and the bending tube. ·increase of sliding resistance between the a-wire and the a-coil. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the bending mechanisms ¿ if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination. ·important information ¿ please read before use ¿ warnings and cautions -never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result. ·withdrawal of the endoscope ¿ turn the up/down and right/left angulation locks to the ¿f¿ direction to release them. Olympus will continue to monitor the field performance of this device.